Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s nurse reported by email that the cgm was reading 65 mg/dl with a straight trend arrow and the patient began having unspecified hypoglycemia symptoms. Paramedics were called and upon arrival checked a fingerstick bg which was 20 mg/dl. The patient was hospitalized briefly and discharged [presumed to mean in the emergency room based on ¿briefly¿]. No treatment information or patient outcome was reported. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.